Event description:
It was reported when using the bd pyxis¿ medbank tower, the validation code was not working while trying to pull medication. The customer reported that the malfunction occurred while user trying to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user had pulled a medication, but the code was not working. A technical support specialist identified that an override code was needed instead of a validation code. The system functioned as intended after the technical support specialist troubleshot the device.